Event description:
The customer reported that he received a no delivery alarm on the insulin pump. Troubleshooting was performed. The customer performed a 5.0 unit fixed prime, during which insulin exited. The customer did not have a plunger available. He stated that there was resistance when he used a plunger previously. The customer also stated he believed the problem was with the reservoir. The customer stated he had not waited for the insulin to be at room temperature after it was in the refrigerator. The customer also stated that he knew the insertion site was not the problem as he would normally feel a bent cannula. The customer's blood glucose was 289 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).